Event description:
The reporter stated that the surgeon was advancing a aspheric three piece collamer lens model cq2015a in the cartridge and the lens became stuck and wouldn't move any further. There was no pt contact or injury. The injection system they used was not tested or approved for use with a three piece collamer lens.